Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, noise was noted on an unidentified atrial lead that may be due to electromagnetic interference. Additional information was requested but unavailable. The device remains implanted with no patient consequences.